Event description:
A 28 mm diameter x 16 mm diameter 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a patient for the endovascular treatment of an abdominal aortic eneurysm. It was reported the distal aneurysm had some stenosis and when the bifurcated device was deployed it landed short of the bifurcation: therefore, the contralateral gate was pinched off due to the stenosis. It was difficult getting a wire up the gate for implant of the contraleteral limb and the wire was mistakenly inserted through the ipsalateral side. The iliac limb was deployed high in the ipsilateral side close to the gate. The situation was remedied by placement of an aoprtic cuff in the flow divider, which converted the device to an aorts-uni-iliac and then a fem-fem bypass was performed. No additional information was received and the patient is reported to be fine.